Event description:
The customer submitted a user facility medwatch report to the FDA. "Patients action caused et to become disconnected from the ventilator tubing. Ventilator alarm did not sound for approximately 2 minutes" after discussing the reported incident with (B)(6).